Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and lead system exhibited high out of range (oor) pacing lead impedance (pli) measurements greater than 2000 ohms and loss of capture (loc) on the right atrial (ra) lead. Boston scientific technical services (ts) observed that the lv lead appeared to be plugged and the device is programmed with right ventricular (rv) lead only. Additional information received that the cause of oor pli was not determined. This system was explanted and was replaced by a new one. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the ra lead was not confirmed in the electrical testing. Visual observation observed dried body tissue untwined in the helix. The cut in the insulation was induced damage most likely at explant.